Event description:
The arteriotomy was closed after the cine was performed. Approx 5 minutes later, the pulse in the leg was noted to be diminished. An attempt to open the area with a balloon failed, and the pt was taken to surgery to open the vessel. Notes from the field indicate there was plaque noted at the site on the cine.